Event description:
Reportable based on additional information received on (B)(6) 2022. It was reported that balloon inflation issues occurred. An 8 x 3.50 promus elite mr stent balloon expandable device was selected for use. The promus elite was advanced and stent balloon inflation was attempted. The stent balloon did not inflate. The promus elite was removed, and damage was observed on the balloon. Stent balloon inflation was attempted outside the patient and liquid was observed coming from the balloon. Another promus elite was used successfully to complete the procedure. No patient complications occurred. However, it was further reported that the damage to the balloon was a pinhole leak.

Manufacturer narrative:
Device evaluated by manufacturer: promus elite 8 x 3.50mm stent delivery system (sds), was returned for analysis. The following attributes were examined: stent profile: a visual and microscopic examination of the crimped stent found that a stent strut at the proximal edge of the crimped stent was slightly raised. No other damage was noted to the rest of the crimped stent. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A blood like substance was present in the inflation lumen. As part of a functional test the device was immersed in a water bath in order to facilitate balloon inflation. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was confirmed over the proximal markerband. A microscopic examination of the leak site could not identify any issues with the balloon material which could have contributed to the pinhole leak. Markerbands & tip profile: a visual and microscopic examination of the proximal markerband found no issues. An examination of the tip identified no damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that balloon inflation issues occurred. An 8 x 3.50 promus elite mr stent balloon expandable device was selected for use. The promus elite was advanced and stent balloon inflation was attempted. The stent balloon did not inflate. The promus elite was removed, and damage was observed on the balloon. Stent balloon inflation was attempted outside the patient and liquid was observed coming from the balloon. Another promus elite was used successfully to complete the procedure. No patient complications occurred. However, it was further reported that the damage to the balloon was a pinhole leak.